Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that "the patient was feeling that when he sat down, his hip would feel instable. Surgeon took an xray and found the constrained liner to be broken. Revised".